Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2021 after removing driveline dressing and noting erythema and purulent drainage from the driveline exit site. The exit site was tender to touch and progressively worsened over the course of the day to severe. The patient was given morphine for pain and started on empirical antibiotics with vancomycin and zosyn. The patient was admitted for evaluation of driveline infection. On (B)(6) 2021 the driveline culture grew serratia marcescens. The patient was started on oral bactrim twice a day with a driveline dressing change from 3 days to daily. Follow was planned with infectious disease (ID) clinic to determine duration of bactrim coverage. The patient was discharged home on (B)(6) 2021.